Manufacturer narrative:
Concomitant medical products: 5866-24m adaptor implanted (B)(6) 2012; 696258 lead implanted (B)(6) 1980. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right atrial (ra) lead became dislodged and exhibited no capture at maximum output with decreased sensing. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.